Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving appropriate therapy for vf. Upon interrogation, ventricular undersensing was observed during capacitor charging. The device was successfully reprogrammed. Patient condition was good.